Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an ectatic de novo lesion in the mid circumflex artery. A 2.0x15 mm trek nc balloon dilatation catheter (bdc) was prepped per the instructions for use. The bdc was advanced toward the target lesion, an attempt was made to inflate the balloon and the balloon failed to inflate. The bdc was removed and an unspecified balloon catheter was used to complete the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis but the reported inflation issue could not be confirmed. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents from this lot. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.